Event description:
Event description guidant received information that, during the implant procedure, the lead perforated the ventricles. The sales representative noticed during lead testing that the patient went asystole (no heart rate) at one point. Lead perforation was discussed. The doctor backed the lead out and repositioned it. The patient had a short burst of tamponade (fast heart rhythm). The doctor decided to put in a single chamber device.